Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the IV tubing leaked while infusing.

Manufacturer narrative:
One sample model 2426-0007, lot 25023002 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was seen coming from the inlet port of the middle y-site. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause is the bushing was occluded, solvent dispenser had air in the line, or manufacturing method not followed. The implementation of tiger lines will help the use of fixtures and jigs to assemble the component correctly. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.